Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the perforation of the forceps channel was confirmed, it is possible that the passage of the device was affected by the device getting caught in the hole. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a perforation of the forceps channel. There were no reports of patient involvement.